Event description:
Department screen and medication list not available. Biomed assessment: configured unit to display department selection and drug menus. This pump may have been left with the factory default settings after its last maintenance. Biomed is now aware of this possibility, and will check pumps for proper configuration while in biomed for maintenance, before returning them to service. Another pump was used for patient. No patient injury.